Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert and observed an air bubble in the infusion tubing, later identifying a loose luer connector and completing the fill-tubing process before resuming insulin delivery; this aligns with an infusion set connection deployed or attached incorrectly and required troubleshooting and education. Symptoms included hyperglycemia with a reported peak of 220 mg/dl for approximately seven hours without ketone testing, backup therapy, or medical intervention. Outcomes included no injury and no need for clinical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a user-correctable connection issue that resolved after tightening the connector and purging air. It was concluded that improper infusion set connection led to interrupted insulin delivery and resultant hyperglycemia, with device function restored after correction.